Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2016.

Event description:
A report was received that the patient had an allergic reaction to the ipg. Symptoms were redness and swelling. The patient was prescribed steroids and the symptoms had gone down significantly.